Event description:
It was reported that during the plif surgery, the tip (side prong) of the inserter broke off during insertion. The tip was stuck in the implant that was implanted in the pt. No other complications were reported.

Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. A review of device history records is not possible at this time without add'l device info.